Manufacturer narrative:
When following/additional information is provided a follow up will be submitted.

Event description:
According to the complainant, a shunt was believed to be blocked. Although requested, no further information has been made available.

Event description:
It was reported that a gav 2.0 (#fx214t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operating in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year, 7 months. Height: unknown. Weight: 11 kilograms (kg). Gender: male.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities were detected permeability test: the test showed that the gav 2.0 is permeable. Computer control test: the computer controlled test showed the opening pressure of the gav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 3.34 cmh2o. This is not within the specified tolerance of 10 cmh2o -1/+3 cmh2o. An additional testing did not significantly change the results. Next, the gav 2.0 was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 25 cmh2o in the vertical position, a pressure of 25 cmh2o -2/+4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gav 2.0 had a pressure of 16.93 cmh2o. This is not within the specified tolerance of 25 cmh2o -2/+4 cmh2o. An additional testing did not significantly change the results, too. According to our test results, we can detect the presence of an accelerated outflow in both positions. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no visible deposits were found in the gav 2.0. Results: we would like to note in advance that the returned product was removed in (B)(6) 2021 and the product returned in (B)(6) 2021. The testing of valves sent in a long time after the replacement is only of a limited value. The product performance can be affected by storage. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we can identify an accelerated outflow in the valve. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.